Event description:
It was reported by service report that the lift here label was missing. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
"Lift here" label.